Event description:
Refrence number (B)(4). Event occured in saudi arabia. It was reported that the patient experienced high blood glucose of 284 mg/dl on (B)(6) 2026 due to a bent cannula. The patient was treated with correction bolus via insulin pump. The elevated blood glucose level lasted for one to two hours. The insertion site was the abdomen, and the infusion set had been in use for less than 24 hours. No further information is available.